Event description:
It was reported that the patient experienced a hemorrhagic stroke the day following the procedure. Additional reported complications included paralysis and edema, inflammation, and swelling. The patient presented as symptomatic for a left transcarotid revascularization (tcar) procedure. An enroute transcarotid stent system (tss) was selected for use. The patient reportedly passed the post-procedure neurological check; however, the following day, the patient experienced a hemorrhagic stroke with paralysis and edema/inflammation/swelling. The patient was reportedly restarted on lovenox the evening after the tcar procedure. Due to the swelling, the patient reportedly required a craniotomy. Additional information obtained indicated that the patient was believed to be on triple therapy and was hypotensive post-procedure, requiring vasopressor support. The patient was transported from recovery to the neuro intensive care unit, where postoperative care was managed. It was suspected that standard unit order sets may have been implemented, resulting in the patient receiving lovenox. The event was described as a reperfusion event.